Event description:
International affiliate reports the tip of the screwdriver had broken off from the instrument. Reports breakage may have happened during cleaning. However, it is not definitively known when/where breakage occurred.

Manufacturer narrative:
A review of the device history record (DHR) for the expedium quick-connect dual innie polyaxial screwdriver was conducted, the lot was released to stock on 1/12/12 with no discrepancies. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A 12-month review of the complaint trend analysis for the expedium quick-connect dual innie polyaxial screwdriver was conducted on the specific product code from this complaint as a product family does not exist for this instrument. No systemic trend has been identified as a result of the analysis. An sem fracture analysis was conducted on a previous complaint (B)(4) with the same lot number as the one indicated in this complaint (lot no: mi21887); no material defects or other abnormalities were observed in the analysis. The root cause of the polyaxial screwdriver tip becoming fractured cannot positively be determined. However, it is likely that the polyaxial screwdriver became subjected to a higher than anticipated loading resulting in tip breakage. No corrective action/preventive action (CAPA) is necessary at this time as there has been to issues identified in the manufacturing or release of this device. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for this follow-up medwatch another will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.